Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a colonoscopy procedure, the device failed to heat up. The target polyps were in an unspecified colonic location. A sensation snare had been advanced to the target polyps. The physician was able to remove 2 polyps successfully. While attempting to remove the third polyp, the device failed to heat up. The physician completed the procedure with this device by cutting the "polyp cold". There were no patient complications reported. The patient is reportedly "well".